Event description:
During interventional procedure a 2.75 x 10mm cutting balloon was inserted. Upon removal of the device the device appeared to be fractured and the physician met resistance in the removal. Unable to successfully remove device. A 4mm snare was utilized and enabled successful removal of the total device.